Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction wan not confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, indicate a cause due to excessive force as a result of an impact on the distal end of the optics. The risk associated with the described issues was rated as acceptable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope exhibited the lens was internally damaged. There were no reports of patient involvement.